Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer he was hospitalized on (B)(6) 2015 due to a low blood glucose level of 27. Customer mentioned he is a brittle diabetic and had blood glucose level of 355 mg/dl prior to the low blood glucose. Customer declined troubleshooting, but stated the low blood glucose was due to overdelivery no further information was provided.